Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device clamped the tissue normally, but firing stopped when the fire button was pressed. The procedure was completed with another device. There was no patient injury.